Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion selective electrode) patient results on their au5800 analyzer. The erroneous results were not reported out of the laboratory; thus, there was no change to patient treatment and no injury associated with this event. The customer states qc (quality control) was within the laboratory's specifications prior to and after the event.